Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.

Event description:
A vsi micro-introducer kit was used in a patient procedure. Patient was undergoing a peripheral angiogram of the right lower extremity. The physician obtained left femoral access with a micro puncture set with ultrasound guidance. Upon retrieval of the micro puncture set the head of the sheath broke. The physician attempted to remove the remains of the sheath from the artery, but the shaft of the sheath also broke in half leaving the other half in the femoral artery. Interventional radiology was called to assist per the physician's orders. The physicians attempted to retrieve remains of sheath from left femoral artery but were unsuccessful. The patient remained in stable condition with no complaints. The physician ordered a CT scan after the procedure. Upon reviewing the CT results, the patient was taken to csu for recovery.